Manufacturer narrative:
A specific root cause could not be determined. An issue with pre- analytical sample handling is most likely to be the root cause as the customer was not following tube manufacturer recommendations for centrifugation.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for human chorionic gonadotropin, stat (hcg). The sample initially resulted as >10000 miu/ml. The instrument then automatically diluted the sample and it repeated with a result of 1160 miu/ml. The 1160 miu/ml value was reported outside of the laboratory. On (B)(6) 2014, the customer pulled the sample in order to run a correlation study. The sample was repeated on (B)(6) 2014 and the value was "over 10000 miu/ml". A dilution was then performed by the analyzer and the result was 23354 miu/ml which was believed to be correct. The sample was also repeated on a different e601 module, resulting as 24553 miu/ml. The customer was asked, but did not know if the patient was adversely affected. No adverse events were alleged. The hcg reagent lot number was 17551301 with an expiration date of 04/30/2015. The field service representative could not determine a cause. The system was found to be operating within specifications. Performance testing was run and this passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.